Event description:
The atrial lead was reported to be damaged and dislodged during extraction of the ventricular lead. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted the proximal conductor was distorted and blood/body fluid was present (not obstructed). The outer insulation was breached cut and a cosmetic depression was noted. Blood was noted in/on the helix/lobe mechanism and there was apparent explant damage.